Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient experienced a connection issue that subsequently led to fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be the transfer set disconnected from the pd catheter. The cause was further specified as, the patient had been to the pd clinic to have the transfer set changed, the pdrn did not screw it on tight enough to the catheter all the way, which resulted in the transfer set disconnecting from the catheter while the patient was sleeping. It was reported the patient was hospitalized for the event eleven days after onset. Treatment was given with fluconazole (dose, route, frequency and duration not reported) and amophotericin b. (Dose, route and frequency not reported). The patient was discharged three days after admission. At the time of this report the patient remains on amophotericin b. And is recovering from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.